Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Analysis of the log file confirmed that there was malfunction in the flexvision pc. During troubleshooting, the fse found that the ip-pc (image processing-pc) failed to boot up. The fse replaced the ip-pc. After the replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system failed to boot up. The device was not in clinical use. No harm was reported. Philips has started an investigation of the complaint.